Manufacturer narrative:
During a pm, technician found that all 4 casters 'ratchet' when pushed sideways. The casters do not hold as well as they should. Technician replaced both brake casters and both brake/steer casters. Brakes do not ratchet or slip.

Event description:
Technician stated when he locks the bed into brake, the casters ratchet when light pressure is applied to the bed. No injury reported.